Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during testing, it was observed that the display screen was dim and discolored. Unrelated to this issue, the keypad was punctured above "up" arrow button on the keypad. Upon removal of the keypad cover, no contamination was found under all the contact buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 09/23/2016.